Event description:
Three surgical fibers were received; no failure or other relevant information was provided. There was no injury reported.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber glass cap was found to be detached; the fiber broken distal to the fiber/cap glue zone. The fiber cap was not returned by the customer. The fiber jacket was found to be slightly melted and showed signs of abrasion. There was no indication or report of any part of the device remaining inside the patient. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. Analysis of the returned fiber card determined fiber use of 83,840 joules on (B)(6) 2012 and an expiration of joules due to exceeding the soft joule limit. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.